Manufacturer narrative:
Insulin pump was received with cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip at battery tube threads area, cracked battery tube threads, cracked case on display window corner and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracks near the display and towards the reservoir. No further information reported.